Event description:
The customer stated that he accidently submerged the insulin pump in water. The reported blood glucose reading was 78 mg/dl. After the moisture exposure, an alarm occurred on the insulin pump. The insulin pump then alarmed motor error during rewind. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.